Manufacturer narrative:
This product is registered as a combination product.

Event description:
During an unrelated procedure, a loss of sensing was observed on the right atrial (ra) lead. The event was resolved by capping and replacing the ra lead during an unrelated procedure. The patient was in stable condition.